Event description:
A home pt's son contacted baxter's technical service ctr regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during the initial drain cycle of his automated peritoneal dialysis therapy. Reportedly, the home pt's transfer set became disconnected from his catheter for an unk reason. The home pt's nurse stated that the transfer set had been in place for approx 6 weeks when this incident took place. Baxter's technical service ctr assisted the home pt in ending the therapy early. No pt injury or med intervention was associated with this incident per the home pt's nurse. See scanned page.